Event description:
It was reported that during a rotator cuff procedure using the super turbovac ifs wand, the wand was not recognized by the controller when it was connected to the controller. The surgeon opted to perform the procedure using a competitor's device instead. There was no significant delay nor any patient complications reported as a result of this event.